Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was in the 300's mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten. The motor was tested outside of the device and passed; the motor may have had and intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.